Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photos found the packaging has been opened. A hair like debris was found on the device. As the packaging was previously opened, the source of the hair like debris cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the provided photo shows the product was opened. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair found in sterile packaging. Issue found prior to surgery. No patient involvement.